Manufacturer narrative:
(B)(4). Medical device catalog #: unknown. Medical device expiration date: unknown. Medical device lot #: unknown. Unique identifier (UDI) #: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® edta "edta-lead values"

Manufacturer narrative:
MFR iinfo: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.